Event description:
The customer stated that the insulin pump had a partial display. Troubleshooting was performed. The customer stated that there may be condensation inside the screen. The customer then stated that the insulin pump alarmed button error. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Moisture damage was also found on the motor. Unable to verify missing segments/partial display due to the blank display anomaly.